Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, the needle broke off the device. For the second suture from the same lot, the needle bent and would not pass between the jaws. To complete the procedure, they kept opening new sutures. No harm was caused to the patient.

Manufacturer narrative:
Post market vigilance (pmv) received one device.the visual inspection of the returned product noted that the witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection.pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions.device was found to not function properly as needle would disengage while being toggled in media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device as needle would hit bevel walls at times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.